Manufacturer narrative:
Pc(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Manufacturing date: 8-may-2018. During use and impaction of the instruments to implant the definitive acetabular cups, the item in two consecutive cases broke during the impaction phase. The beige locking sleeve in both cases split and a part came off. The broken parts were retrieved from the wound. Impaction of the cup was successful in both cases. No delay to the surgical time was experienced. Apparently a third inserter broke during the surgeons last list. It was not present at this case. Whether the sterilization method is weakening the plastic material. Items were used appropriately by the surgeon.